Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 800 mg/dl and was hospitalized for diabetic ketoacidosis. Customer received an insulin shot and insulin/saline drip to address bg level. The customer alleged that the pump may not be pumping insulin. Customer's bg level was below 250 mg/dl after receiving treatment. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.